Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "a 52-year-old patient underwent an ion lung biopsy of a left lower lobe nodule. After biopsies were obtained ventricular tachycardia developed in the setting of hypokalemia. The patient was successfully revived after 2 minutes with reportedly a good outcome and stable in the ICU. The physician felt the event was due to hypokalemia and was neither procedure nor device related. Based on the available data the reported event was possibly procedure related but was not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) including 5 arrhythmias (0.02%) and 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no arrhythmias nor deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no arrhythmias. Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of any associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events.facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009.ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019.kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023.brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023."

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced ventricular tachycardia (vt) and coded. The biopsied nodule was a left lower lobe subpleural nodule. Per the physician, the vt arrest was not procedure related nor caused by the ion system, but rather related to hypokalemia. The physician was in the middle of the ion procedure and no tools were deployed, however all fna tools were used (forceps and brush) prior to the cardiac arrest. The patient did not experience a pneumothorax or any abnormality with ion instruments. Per the physician, the patient was revived 2 minutes after the cardiac arrest and had a good outcome. The patient was currently in the intensive care unit (ICU) in stable condition at the time of this report.